Event description:
Same case as mfg. # 2134265-2010-04036, 2134265-2010-04037, 2134265-2010-04038, and 2134265-2010-04040. It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure, 4 balloon ruptures occurred. The lesion was located in the calcified right coronary artery (rca). Lesion details are unknown. An apex balloon 20x3.0mm, a quantum maverick 12x4.0mm, a quantum maverick 15x4.0, and 2 quantum maverick 20x4.0 balloons were advanced to the lesion and inflated "between 16-22 atm" and ruptured. The inflation details are unknown. The procedure was completed. No patient complications were reported and the patient's status is fine. Further information was requested and is not available.

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)